Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the stimloc cap snapped, therefore a new one had to be used. It was unknown what led to this, it was noted that it just snapped, they were not sure if too much forced was applied but it snapped. A new one was used with no problem. The issue was resolved.